Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it can be observed that a piece of blister is broken off and is adhered to the tyvek lid. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the circulating nurse opened the device and the plastic tray adhered to the cover and broke off. They discarded as they thought it was contaminated. Another harmonic was opened and used without issues. There were no patient consequences reported and no additional information was available.

Manufacturer narrative:
(B)(4). Batch # r94642. Investigation summary: a picture of the sample was received for analysis. Upon visual inspection of the picture, it can be observed that a piece of blister is broken off and is adhered to the tyvek lid. However, no conclusion could be reached as to the cause of the reported incident. The device analysis results found that a harh45 device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. A manufacturing record evaluation was performed for the finished device lot/batch r94642 number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident.